Event description:
It was reported the patient had a meningocele on his back that was related to cerebrospinal fluid (csf) leaking from around one of the implanted catheters. The catheters did not have purse string sutures at the time of the revision. It was further reported there was csf leaking from somewhere around the catheter and it was suspected that it was through the hole made when implanting one of the catheters, at the insertion site. It was noted the healthcare provider (hcp) retied the remaining portion of the now unused catheter and placed a purse string around both of the catheters. The patient required hospitalization. Troubleshooting included catheter aspiration and 3 milliliters (ml) of csf was drawn back from the side port. The patient was having increased spasticity and a spot on his back that would occasionally swell, which caused the meningocele. When the site was opened a moderate amount of clear fluid flowed out of the site. It was also reported the patient had less than 50% therapy relief. There was no evidence of either of the catheters leaking because of breakage, so the surgeon put a purse string around both catheters and re-tied off the inactive catheter. The patient status at the time of the event was, ¿alive- no injury.¿ the pump was being used to deliver baclofen. Additional information received reported it was suspected, but never determined where the leak was coming from or what the cause was. A purse string suture was tied around the catheter at the catheter insertion site on the fascia, but no new catheter or splice. The patient status was unknown at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).